Event description:
It was reported "on (B)(6) 2021, the PICC catheter was inserted according to the treatment needs, and it was maintained every 5-7 days. On (B)(6) 2022, the catheter-related thrombosis was accompanied by local infection, local anti-inflammatory treatment was performed, and anticoagulant therapy was given as directed."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4676 showed no other similar product complaint(s) from this lot number.